Event description:
I had essure placed in 2012; in the last 2 years, I've noticed increased abdominal pain, very heavy periods, irregular periods, large clots during menstruation. Increased migraines, vaginal discharge, bartholin cysts, loss of libido, breast tenderness, back and neck pain, constipation, heartburn, anxiety attacks, constant brain fog, constant fatigue, hair loss, swollen glands and excessive bloating. After a lot of blood work, all came back negative, a normal abdominal ultrasound and negative cervical biopsy the drs have not been able to find the reason for the cause. This has been gradually getting worse and more symptoms happening over the last 2 years. It was the opinion of my pcp and gynecologist that my best option was to have a total hysterectomy removing fallopian tubes, uterus and cervix.